Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5, pocket c1 was opened and was expected to contain hydromorphone 0.5 mg/0.5 ml; however, it indicated hydromorphone 1 mg/1 ml and prompted the user to remove two units. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.